Event description:
The company was informed that the patient with redness and a sore at the implant site. The patient was prescribed bactroban for ten days on (B)(6), 2012 and instructed to stop device use during that time.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's implant site has healed and the patient has resumed device use. The patient's device remains implanted. This is the final report.